Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included dysmenorrhea. Concomitant products included oral contraceptive nos. In (B)(6) 2008, the patient experienced abdominal pain lower ("lower abdomen"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 3 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("prolonged and abnormal menstruation"). The patient was treated with surgery (laparoscopic supracervical hysterectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia and ovarian cyst outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: since plaintiff's removal surgery, her symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event abdominal pain lower was added. Concomitant drug was added. Historical condition was added. Product, patient & reporter information added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 626917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included dysmenorrhea. Concomitant products included oral contraceptive nos. In may 2008, the patient experienced abdominal pain lower ("lower abdomen"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 3 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("prolonged and abnormal menstruation"). The patient was treated with surgery (laparoscopic supracervical hysterectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia and ovarian cyst outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: since plaintiff's removal surgery, her symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("prolonged and abnormal menstruation"). The patient was treated with surgery (laparoscopic supracervical hysterectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia and ovarian cyst outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: since plaintiff's removal surgery, her symptoms had mostly resolved, though some remain. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.